Event description:
Affiliate reports the perforator failed to disengage and the device penetrated 3 to 4 mm beyond the inner table of the skull. There was no laceration of the dura. As the surgeon was unable to remove the perforator, another perforator was used to drill for removal of the complaint device.